Manufacturer narrative:
Straight 65 mm rod was returned for evaluation. Visual inspection found that the rod fractured towards the middle of the rod. Optical imaging identified two surface morphologies which are indicative of a fatigue failure. Review of the device history record identified no issues during the manufacturing or release of the product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause cannot positively be determined however the failure of the rod is likely due to fatigue possible due to higher than anticipated construct loading. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient scheduled for revision lumbar surgery for adjacent level collapse. Rod removed and found to be in two pieces.